Event description:
Customer reported device = 178 mg/dl. Customer felt low. Another device result = 30mg/dl. Customer's spouse reported device = 821mg/dl when they used it on themselves. Customer was unable to find result in memory. Customer's spouse tested with device because customer has been getting higher readings. Control information was not provided. A request was made for return product and replacement product was sent.